Manufacturer narrative:
The user reported hospitalization due to a hypoglycemic event on (B)(6) 2026. They stated they were stabilized before losing consciousness but required a toe amputation due to infection during their hospital stay. At the time of the call, the user reported feeling better. The event was diabetes-related, and the user provided the following example: (B)(6) 2026 at 1:16 pm est, sg 104 mg/dl and bg 38 mg/dl. Data management system review showed sg 104 mg/dl at that time with no bg entry. Alert history showed no low glucose alert at 1:16 pm. However, sensor data revealed prolonged hypoglycemia between 12:30 am and 1:11 pm on (B)(6) 2026, with 36 low glucose and 22 out-of-range low alerts during this time. Sg began rising at 1:16 pm, likely due to treatment (sugar and IV fluids). The user was prescribed IV fluids, and their hcp was aware of the event. Per case notes, the user reported prior doxycycline use. Tetracycline-class medications (e.g., doxycycline) may falsely lower cgm readings, and users are advised not to rely on cgm data while taking them, as indicated in the eversense user guide. The user was educated on this but stated they had not taken the medication for several weeks, including during hospitalization. A review of the in-vivo sensor data showed the system was performing within expectations, with no anomalies observed. Sg trends aligned with bg values, considering physiological lag that can occur between sg and bg. Occasional discrepancies were observed during rapid glucose changes, likely due to insulin, medication, or food intake. To address potential calibration misalignment, the user was advised to re-link the sensor as a proactive troubleshooting measure. This report was initially submitted on 08june2026, however it was submitted under an incorrect manufacturer fei number. It was originally submitted under 3009862000-2026-01864.

Event description:
On may 12, 2026, senseonics was made aware of a user's hypoglycemic event. The user reported a sensor glucose reading of 104 mg/dl and confirmed blood glucose of 38 mg/dl, which did not trigger alerts because the sensor value stayed above the low alert threshold. The user was hospitalized, treated with sugar, IV fluids, and antibiotics, and stabilized before losing consciousness. The user's healthcare provider was informed, and the user has since reported feeling better and continues to use the system with current data.